Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a surgical procedure in which a dbm bone graft putty was implanted. Approximately 5 weeks post-op, the patient underwent a revision procedure due to a hematoma and drainage at the wound site. During the revision procedure the putty was removed. No additional patient complications were reported.